Event description:
While opening supplies to the sterile back table for the patient's cystoscopy procedure scrub tech found a black hair on the lubricating jelly that comes with the cysto pack lot#(10)25ima744. All supplies near the lubricating jelly or that were suspected to have come into contact with the lubricant were removed d/t [due to] contamination. New sterile supplies were opened onto the sterile back table, and case proceeded as planned. Md aware.